Event description:
A female patient of unknown age had surgery in 2007 to repair an inguinal hernia using surgimend. On the next day, the patient returned to the hospital with an infection at the surgical site. The product was explanted and it was determined that the source of the infection was staphylococcus. The product was subsequently explanted. The patient was discharged one week after and is doing fine. The case was presented to the internal medical review board of the hospital. It was determined that the patient had shaved prior to the initial surgery and product implant. The board concluded that the patient probably introduced the infection by shaving, which was contrary to pre-surgical instructions.

Manufacturer narrative:
The production record for this lot was reviewed and everything was in order. All product release specifications were met. In particular the sterility test results were reviewed and the product specifications were met and the product lot was sterile. The internal medical review board concluded that the patient's failure to follow pre-surgical procedures probably led to the failure of the product.